Manufacturer narrative:
Insulin pump received with constant motion sensor test failure alarms during rewind due to motor encoder signal out of phase. Unable to perform insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to constant motion sensor test failure alarms. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on all electronic assemblies noted.

Event description:
Customer reported via phone call that the device alarmed motion sensor test failure alarms. Customer was unable to clear the alarms. Customer's blood glucose was 197 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.